Event description:
I would like to report an issue with the exogen ultrasound device I was prescribed for a non healing fracture of the 5th metatarsal of my right foot. I am a long term diabetic with no skin problems noted at the time the device was prescribed I began using the device on (B)(6) 2020 with a follow up appointment with dr. (B)(6) for (B)(6) 2021 for evaluation. On (B)(6) 2021 I showed the doctor a large thick callus that had developed on my foot in the same place where the exogen transducer was placed. I also complained of having a cramp in my foot each time I used the device. I had the device with me at the time of the visit and asked if I was using it wrong. Dr.(B)(6) said no and then drew a circle on my foot above the area for transducer placement. The x-ray taken in the office showed no improvement in the fracture. I was to return (B)(6) 2021 for follow up. The callus enlarged and began to peel away in a circle formation - image available on request. I stopped using the device. By the time I saw my endocrinologist, dr. (B)(6) on (B)(6) 2021 an open lesion in the shape of a circle had formed in the callused area. I was told to see my podiatrist. I had an appointment with dr. (B)(6) 2021, by which time several layers of skin could be seen peeling away in the two areas where the transducer had been placed - image available on request. Dr.(B)(6) collected a wound culture and scraped the area. His office expedited and appointment with dr. (B)(6) for (B)(6) 2021. E. Faecalis was growing in the wound. I have been receiving wound care (B)(6) 2021 however, my condition continued to deteriorate. An x-ray from (B)(6) showed significant bone loss in the shape of a half circle. I was admitted to the hospital (B)(6) 2021 with osteomyelitis, with severe chills. There was a foul discharge from necrotic tissue in my foot. Cultures taken in the emergency room showed e. Faecalis. I had a wound debridement and approximately 1/2 of the bone removed from my foot. There is now a large hole in my foot where the tissue had to be cut out in the same spot where the exogen transducer was placed. I emailed the company on (B)(6) 2021. I received a call from (B)(4) of (B)(4) 2021. Even though their literature says there are no contraindications for use and no device related reactions or medical complications during clinical studies, the representative that called me said the device could cause pain and bruising. This information was not contained in the user's manual which leads me to wonder what else I was not told. FDA safety report ID # (B)(4).